Event description:
It was reported to boston scientific corporation that an rx cannulating autotome, was used during an ercp procedure. According to the complainant, while attempting to open the papilla, one end of the cutting wire detached from the device. No part of the wire detached inside the patient. The sphincterotome was successfully removed and the procedure was completed with another rx cannulating autotome. There were no patient complications reported as a result of this event the patient¿s condition at the conclusion of the procedure was reportedly "stable."

Manufacturer narrative:
Analysis of the returned rx cannulating autotome revealed that the cut wire was bent and broken. One end of the cut wire was attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen. The broken ends of the exposed cut wire and the pierce holes appeared burnt. Additionally, the extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends to the tip, tearing open the closed extrusion through the distal tip. The proximal and distal pierce holes appeared burnt/melted from usage. Therefore operational context contributed to this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cannulating autotome, was used during an ercp procedure. According to the complainant, while attempting to open the papilla, one end of the cutting wire detached from the device. No part of the wire detached inside the patient. The sphincterotome was successfully removed and the procedure was completed with another rx cannulating autotome. There were no patient complications reported as a result of this event the patient's condition at the conclusion of the procedure was reportedly "stable."